Manufacturer narrative:
The complete manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # dla27, s/n # (B)(4), were pulled and reviewed by quality control at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a dla27 mitroflow aortic pericardial heart valve at the time of manufacture and release. Based on the review of records performed, no manufacturing defects were identified. As the device is not available for return, no further investigation can be performed and the root cause of the event cannot be determined. However, due to the late onset of endocarditis (2.44 years after implant) it is unlikely that this event was device related and no further investigation is required. Device evaluated by manufacturer. Device not available for return.

Event description:
The manufacturer was notified that a mitroflow dla27 was implanted on (B)(6) 2014 and explanted (B)(6) 2016 due to endocarditis. Upon explant, the valve reportedly "looked fine, besides a little bit of vegetation growing on the side." Because it was not a structural deterioration problem, they reportedly implanted another bioconduit successfully. The valve was replaced with a mitroflow dla25, and the bioconduit implanted was a mitroflow valsalva of corresponding size.

Manufacturer narrative:
(B)(4).

Event description:
The manufacturer was notified that the patient's device was implanted on (B)(6) 2014 and explanted (B)(6) 2016.